Event description:
During an af ablation procedure, when the tacticath se ablation catheter was plugged into the tactisys, it was noted that the light displayed red and would not allow contact force to be reset. The catheter was also not recognized by the ensite computer. The catheter was replaced, which resolved the issue. The procedure was completed with no adverse patient consequences.

Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r. One tacticath sensor enabled contact force ablation catheter was received for evaluation. The investigation showed that the returned device was inadvertently programmed during manufacturing, consistent with the reported event.